Manufacturer narrative:
The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.

Event description:
This system was explanted due to a hematoma and bleeding in the pocket, even after the physician attempted to revise the pocket. The patient was on blood thinners, and the physician did not think the pocket would heal.